Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause based on the data provided by the customer. It was noted the customer was not following the tube manufacturer's recommendation for tube centrifugation time.

Event description:
The customer received questionable ion selective electrode (ise) sodium results for an unknown number of patient samples over several weekends. Data was only provided for samples tested on (B)(6) 2013. The samples were repeated on another cobas c501 analyzer. Of the data provided for 19 samples, only the results for the following 13 samples were discrepant. Sample 1 initial 128 mmol/l, repeat 134 mmol/l. Sample 2 initial 130 mmol/l, repeat 138 mmol/l. Sample 3 initial 131 mmol/l, repeat 137 mmol/l. Sample 4 initial 130 mmol/l, repeat 137 mmol/l. Sample 5 initial 132 mmol/l, repeat 139 mmol/l. Sample 6 initial 124 mmol/l, repeat 132 mmol/l. Sample 7 initial 130 mmol/l, repeat 137 mmol/l. Sample 8 initial 134 mmol/l, repeat 140 mmol/l. Sample 9 initial 129 mmol/l, repeat 136 mmol/l. Sample 10 initial 132 mmol/l, repeat 139 mmol/l. Sample 11 initial 134 mmol/l, repeat 140 mmol/l. Sample 12 initial 132 mmol/l, repeat 138 mmol/l. Sample 13 initial 141 mmol/l, repeat 134 mmol/l. All of the initial results were reported outside the laboratory. The repeat results were believed to be correct. There were no adverse events and no treatment was provided based on the initial results. The sodium electrode lot number was w47 with an expiration date of 06/30/2014. The field service representative was unable to duplicate the problem. He noted the customer had replaced the electrodes, pinch tubing, sipper tubing and ise reference solution prior to his arrival. The customer recalibrated and ran qc with results within range. The field service representative inspected the fluid system, ise system and rinse mechanism and found they were all working properly.